Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Per review of the flags, there were multiple abnormal shutdown and service code 107 flags. The monitor exhibited an intermittent flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying service code 107 (multiple abnormal shutdowns).